Event description:
During the incoming inspection upon receipt of the product at the distribution centre, the tip of the torque wrench broke off. The torque analyzer showed 12nm when the tip broke.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.